Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had application freezing and slow. The field service engineer had dialed into station, verified database size was healthy, confirmed network speed and duplex were set to 100 mega bites per second half-duplex as recommended, and successfully logged into the station and resolved the issue. The system functioned as intended after the field service engineer repaired device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had application freezing and slow. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.